Event description:
An incompleted prime. Reportedly, it took six attempts to prime the pt line. Al clamps were open, extension lines are not used and the pt line was contained in the organizer. The homechoice cycler is kept on a cart with the supply bags next to it. Technical service was not contacted. The home pt's relative contacted with dialysis nurse and was instructed to start over with new supplies. No pt injury or medical intervention was associated with this report per the home pt's relative.